Event description:
A duotube was placed by rn per physician order. X-ray done after duotube placement showed feeding tube extending out left mainstem bronchus with tip in left pleural space and a 10-15% left side pneumothorax. Per manufacturer response to the hospital, this is a known complication rate. The manufacturer is willing to provide education if needed. A new product is coming with a camera on the end to help avoid blind placement.